Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. Technical support provided the necessary information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump.